Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to pre-dilate a non-calcified lesion in the non-tortuous proximal left anterior descending (lad) coronary artery. A 3.0x20mm trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without difficulty. The trek rx bdc was then advanced to the lesion without resistance. The trek rx balloon was inflated then deflated without issue, completing pre-dilatation. While withdrawing the trek rx bdc from the vessel with no resistance felt and no force applied, the distal shaft separated in the patient anatomy. The distal shaft was successfully snared with no adverse patient sequelae. Though the separation and snaring reportedly caused a significant delay, the delay did not cause or contribute to any health impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspection was performed and the separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.